Event description:
Edwards received notification from Spain that a 61-year-old patient with an INSPIRIS RESILIA valve model 11500A27, implanted in the aortic position, underwent a valve-in-valve intervention after an implant duration of 4 years and 5 months due to calcific degeneration leading to severe stenosis, mild regurgitation and increased gradients (Peak and Mean pressure gradients of 35.5 and 20.2 mmHg, respectively). The patient presented with fatigue prior to the intervention. A 29mm transcatheter valve was successfully implanted within the Edwards surgical valve. The procedure was reported to be successful.

Manufacturer narrative:
H11: Additional Manufacturer Narrative: The subject device is not available for evaluation as it remains implanted in the patient.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.